Manufacturer narrative:
Date of event is estimated. Further information is unable to be obtained at this time.

Event description:
It was reported by the patient that they experienced ineffective therapy, numbness, muscle weakness, generalized balance issues, and lead migration. Patient reported that they underwent multiple revisions to address these issues and eventually had full system explant on an unknown date.